Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8840, serial # unknown, product type programmer, physician.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (unknown concentration and dose) in an implantable pump for an unknown indication for use. On (B)(6) 2012, the patient returned to the hospital due to withdrawal symptoms. The pump was reportedly ok, so the healthcare provider (hcp) decided to contact the implanting hcp for advice. The implanting hcp suggested to perform an intrathecal bolus with 125mcg of baclofen with a spinal needle. The hcp unfortunately used an incorrect vial and a bolus dose of 2ml of 2000mcg/ml baclofen was used. The patient was in a coma for 4 days. At that time, the implanting hcp decided to perform a revision of the infusion system. The pump and catheter were ok, but the hcp noted that during the previous refill, the pump was only filled with 18ml of solution instead of 40ml. It was noted this was probably the cause of the patient's symptoms. This was reported as a programming issue. The diagnostics/troubleshooting performed included pump interrogation. The status of the patient was stated to be alive and with no injury. The patient was currently fine and receiving effective therapy. As of (B)(6) 2017, the event was considered resolved. No fur ther complications were reported/anticipated. Additional information was received. It was noted that the notified date of 2012 was correct. The manufacturer¿s representative who first heard of the event did not know the event was a complaint at the time. It was confirmed that the pump was programmed to 40 ml at the last refill, but only 18 ml were added. This was a programming error made by the hcp. Additional information was received. The representative was asked to define ¿revision of the infusion system.¿ they responded, stating that during the revision the hcp checked the connection between the catheter and the pump, and the catheter position through x-ray imaging. They were asked what was performed during the revision, and they responded to see the previous answer given. Diagnostics performed to determine that the pump and catheter were ok included pump interrogation, x-ray imaging, and ¿catheter-pump connection revision.¿ the expected residual volume and actual residual volumes were not available. The pump was determined to be empty when the programming error was identified. The session data reports were not available. [Although it was reported that a revision of the infusion system was performed, additional information was received that suggested the revision only consisted of troubleshooting/diagnostics to check if the pump or catheter had any problems. There was no indication that the pump or catheter were revised/replaced. The report that the patient was fine and was receiving effective therapy further supports this.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.